Event description:
Per report, "customer has a case of hud1042 that the tubing is not staying connected to the mask as soon as oxygen is flowing or is easily disconnected with a slight pull. Is this a known issue?"

Manufacturer narrative:
Per report, "customer has a case of hud1042 that the tubing is not staying connected to the mask as soon as oxygen is flowing or is easily disconnected with a slight pull. Is this a known issue?" There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.